Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the dissection of saphenous vein the surgeon started to use the bisector tools to cut the side branches of the graft. However, he found the blade inside the tools were not sharp enough to cut the side branches after cauterization. The tissue cannot be cut completely after the blade application. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was no evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device failed the functional test, the blade did not cut through saline-soaked gauze. Based upon this, the reported failure 'dull" was confirmed. (B)(4).